Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and was unable to prime during the prime test due to protruded/loose drive support disk. Motor passed motor test no weird sound noted. Unit received with cracked reservoir tube lip, belt clip slot, battery tube threads, scratched display window and missing end cap sticker.

Event description:
Customer reported that the insulin pump was alarming motor error and squirting the insulin out during rewind/prime process. Nothing further was reported.